Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with black shadow on the display due to warped uneven printed circuit board on the lcd board. The insulin pump has minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump was cracked. There was a little crack on the window. The customer's blood glucose level was below 40 mg/dl because of her kidney issues. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.